Manufacturer narrative:
Legal documentation from the patient attorney was received by argon and argon is attempting to gather additional information. No other details on patient, hospital, treatments or product availability is known at this time by argon.

Event description:
Patient received an option retrievable ivc filter in (B)(6) 2015. Thirty one days later, the patient returned to remove filter. First surgeon opted not to remove due to tilting and "tip incorporated into vein". Patient went to 2nd vascular surgeon. During the removal, the surgeon tried different approaches to remove the device. During efforts to remove the device the filter fractured, and a portion remained in the in left common iliac vein. The piece was subsequently removed during procedure.